Manufacturer narrative:
Based on the investigation is that the heating wire of the heating profile was internally damaged due to external mechanical stress additionally the heating profile was partly covered by patients arm and flank. There is also a strong doubt if the cleaning and disinfecting methods (only with alcohol-based disinfectant agents or ready-to-use disinfectants) for the heating profile were followed correctly (according the instructions for use). The combination of these factors must have lead to the local overheating of the heating profile and consequently to the two burn marks on right arm and flank. The burn marks were small and not judged a serious injury. Because of the characteristics of this event, the manufacturer judges that this event fits in the recall of this product that addresses the potential failure. As soon as the healthcare provider responds to the "urgent medical device correction" form from stihler electronic the affected heating profiles will be replaced.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a blood warmer prismaflo iis, the nurse noticed that the heating profile of the blood warmer was hot and smoking. The patient suffered at least two second degree burns. Treatment was discontinued.